Event description:
It was reported that during an unknown procedure, only one side was articulating. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/09/2009. Evaluation summary: the analysis showed that the 6tb45 device was received in good visual condition. The device was received without reload present. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended, however, the articulation mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.